Manufacturer narrative:
New information: the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implants 4255cc, catalog # 3504251bc, s/ns (B)(4) on (B)(6) 2018. Investigation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 4255cc gel implants, catalog # 3504251bc, s/ns (B)(4) on (B)(6) 2018. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. During evaluation a rent was observed on the anterior and extending to the posterior aspect, measuring approximately 9.2 cm. In addition, a crease was observed within the rent in both aspects. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent removal of the implant on (B)(6) 2018.